Event description:
Info as provided to davol: it was reported that during a laparoscopic parastomal hernia repair procedure the permafix fixation device used did deploy fasteners, but they did not attach to the implant. A second permafix was used with the same result. The surgeon chose to convert from a laparoscopic to an open procedure to facilitate completion of the case and fixate the implant with sutures. There was no reported adverse outcome to the pt, aside from having to convert from a laparoscopic to an open procedure.

Manufacturer narrative:
Two devices were returned for evaluation. An functional evaluation could not be performed on either device, because there were no fasteners remaining in the devices. Review of the inner mechanisms noted minor damage found to the clutch input gear on device 1 as well as dried blood inside the handles and inner cannula of both devices. A review of the device history record (DHR) was performed and there was no evidence of a manufacturing related caused for the reported event. The lot met specification when released to stock. It appears that force applied to the device during use when attempting to fixate the implant resulted in the damage noted to the inner component. The IFU cautions to avoid excessive trigger force as this may damage the device. Based on the available info and the product evaluation, we are unable to determine a definitive root cause at this time. Device 2: see MDR 1213643-2013-00456 for info related to the first permafix used on the pt.